Manufacturer narrative:
The deivce has not returned for investigation but has been requested to be returned.

Event description:
Patient called stating used the device for three weeks, for three hours per day. Patient noticed a severe inflammatory reaction in shoulder blade region, skin was raised by five inches. Patient stated the orthopedic surgeon during follow up in october prescribed anti-inflammatory medication to get rid of the infection and advised to stop using the device immediately. Patient stated medication was taken for three to four weeks to heal the inflamed area. Patient stated orthopedic surgeon also took x rays of the area, and noticed a difference, and this also led to surgeon advising stopping use of device. Patient stated orthopedic surgeon said the area did no union, and bone was not healing. Patient stated still currently dealing with two non-union fractures and still meeting with orthopedic surgeon. Patient stated they did not use the device for that long. Patient stopped treatment.

Event description:
Patient called stating used the device for three weeks, for three hours per day. Patient noticed a severe inflammatory reaction in shoulder blade region, skin was raised by five inches. Patient stated the orthopedic surgeon during follow up in october prescribed anti-inflammatory medication to get rid of the infection and advised to stop using the device immediately. Patient stated medication was taken for three to four weeks to heal the inflamed area. Patient stated orthopedic surgeon also took x rays of the area, and noticed a difference, and this also led to surgeon advising stopping use of device. Patient stated orthopedic surgeon said the area did no union, and bone was not healing. Patient stated still currently dealing with two non-union fractures and still meeting with orthopedic surgeon. Patient stated they did not use the device for that long. Patient stopped treatment.

Manufacturer narrative:
The device returned, however, it was inadvertently sent to scrap prior to the complation of the investigation, preventing further analysis. A review of the DHR was performed for the associated work order was conducted and confirmed all 56 units from the work order passed final inspection. Based on the available information no manufacturing or quality control issues were found that could have contributed to the reported event.